Event description:
It was reported, during a ureteroscopy with laser lithotripsy and stone removal procedure, the ncircle tipless stone extractor would not deploy. The device was tested prior to use and worked properly. Once it passed through the scope, it would not deploy, and the basket would not come out of the sheath. A laser was used and removed before the basket was put into the scope. The procedure was successfully completed with another same type device. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence.

Manufacturer narrative:
E3 - occupation: materials department g4 - PMA/510(k) #: exempt h3: device evaluated by mfg = other (81) -device has been returned and preliminary evaluation has been performed, however, our investigation is ongoing and device evaluation summary will be included in our follow up report once our investigation has been completed. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.